Manufacturer narrative:
(B)(4). The device history record for the lot number, m4069t802, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The product involved in the report has been returned and is being processed for evaluation. Upon completion of the sample evaluation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A report was received from (B)(6) stating the endoscope inlet fitting on the patient's closed suction system contained a defect. As a consequence there was an air leakage which resulted in poor ventilation to the patient. The device was removed. No additional information was provided in regards to the patient's status.

Manufacturer narrative:
One used endoscope inlet with product label was received for evaluation. The device was examined and it was determined that the endoscope inlet port seal was in place and intact. No obstruction or occlusion could be identified in the returned device. The complaint could not be confirmed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred.